Event description:
The pt reported they had their pump explanted, but the hcp left the "tubing" in place. Recently, the pt had to have emergency surgery to remove the "tubing". "The tubing was wrapped around my intestines, but the surgeon was hesitant to remove the rest of it. The tubing is wrapped around my right kidney and is causing a lot of pain and swelling". The pt did not provided further info. Add'l info has been requested, but was not available at the time of this report.